Manufacturer narrative:
Manufacturer comment: the specific lot number of the product used during the treatment was not provided; however, a review of all silhouette instalift lots distributed to the physician was conducted and all lots were found to have been manufactured and released in accordance with set specifications. There is currently no evidence to suggest a product defect. Clinical comment: unable to state specific cause, although probable causes relate to patient manipulation of the treated area and/or non-aseptic activity by the patient following treatment. Conclusion: no product defect has been highlighted. The probable root cause is poor patient aftercare following treatment. (B)(4).

Event description:
A patient underwent treatment with five sutures of silhouette instalift on (B)(6) 2019. Three sutures were placed in the left cheek/midface and two sutures were placed in the right cheek/midface on the (B)(6) 2019, the patient presented with what appeared to be two abscesses along the track of a one single suture on the right hand side. Additional symptoms reported were: infection, inflammation/swelling, visible suture, pain, redness. The patient received the following treatment: drainage of the abscesses, irrigation of the affected area, oral antibiotics (doxycycline). The patient is reported to be improving following treatment.